Event description:
A nurse educator called requesting help in determining if the patient's infusion device was working correctly. The nurse educator reported that a patient had been admitted to the hospital wiht diabetic ketoacidosis. The patient was contacted and reported that, in 2007, she was admitted to the hospital with diabetic ketoacidosis. She reported that her blood glucose was in the 600's mg/dl. She reported that she stayed in the hospital for 5 days and was released five days later. One week later, she reported that her blood glucose readings were recently 40-350 mg/dl. She stated that she experienced thirst, frequent urination and nausea. The patient stated that the hospital staff indicated that her insulin was probably too old. On the same day, the patient reported that she was wearing the infusion device and she had not had any further problems. The product was requested to be returned for evaluation.